Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention procedure. Reportedly, the foot of the proglide was opened and the proglide was deployed; however, there was no suture present when the needle plunger was removed after deployment. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty deploying the deployment was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B5, h6: correction- removed device code 1142.

Event description:
Subsequent to the previously filed medwatch report, additional, corrected information was received: reportedly, the foot of the proglide was opened once the device was positioned in the vessel and when attempting to pushed the plunger, it could not be pushed as it was too "stiff". Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.